Event description:
It was reported than a high drain 101 alarm occurred on the home choice (hc) machine during drain cycle one of three. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. However, the home patient (hp) did not have any symptoms. The technical service representative (tsr) assisted the hp to clear the alarm and end the therapy. It was determined that the ultra filtration (uf) for drain one was 3234ml, the last ultra filtration was 4147ml and the fill volume (fv) was 3000ml. The hp did a manual exchange of 2l prior to starting therapy. The tsr explained to the hp that the initial drain alarm should be set higher than 0ml and that this could have caused the excess fluid to be drained in cycle one. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. Review of the therapy parameters showed the last fill volume was programmed for 2500ml while the initial drain alarm setting was programmed for 0ml. As a result, the cause was determined to be a false empty detected and use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial review of the device logs confirmed the reported condition of a high drain 101 alarm. The sample has been reported to be available for evaluation. However, a full sample evaluation has not been completed yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.